Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
The consumer called about receiving inaccurate readings. During the call, it was found out that a month ago, the consumer rec'd a reading of 280 mg/dl, and the consumer administered 1/2 bolus (unk amount) of insulin, and experienced a hypoglycemic event requiring medical interventions. It was also revealed that the consumer improperly stores equipment. Rep educated the consumer on proper storage. The test strips in question will be returned for eval.